Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, of the lists potential adverse events, including bleeding, stroke, renal dysfunction, infection (local, driveline, and pump pocket), and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, under "anticoagulation", outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for severe chest pain and renal failure on (B)(6) 2023. They were assessed for dialysis but it was not started. The patient also developed a high white blood cell count (wbc) and blood cultures were positive for cocci of an unknown source. The infection began on (B)(6) 2023, and they were started on antibiotics. The exact source of the infection was unclear, but on (B)(6) 2023, blood cultures came back negative. The patient stopped eating and insulin was held and as a result, and their inr decreased. The next morning, the patient had a hemorrhagic stroke, the nursing staff was unable to wake them up, and they were transferred to the intensive care unit (ICU). A computed tomography (CT) scan was performed. A large temporooccipital acute parenchymal hematoma with intraventricular extension was seen in the imaging results. On (B)(6) 2023, the patient's wife decided to withdraw care and the patient passed away shortly after.